Manufacturer narrative:
Internal complaint reference: case(B)(4).

Event description:
It was reported that, during an orif of a right tibial plateau fracture, the evos small 2.5mm drill w/ao qc long fractured in the bone. Fragment was unable to be removed. Clinical decision was made that the risks of removing the fragment outweighed the benefits of removing. Surgery was resumed with a back-up device and without any delay. No harm to the patient has been noted beyond what was described.

Manufacturer narrative:
H10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the clinical root cause of the reported fracture of the evos small 2.5 drill cannot be confirmed. The drill bit is an external communicating device composed of 17-4 ph stainless steel that is neither manufactured nor intended for implantation and should have limited tissue/bone contact as long-term implantation data is not available. Per the complaint description, it was decided that the risks outweighed the benefits of removing the fragment. Since the fragment remains in the patient¿s bone, the potential for micromotion/migration cannot be ruled out. No further clinical/medical assessment is warranted at this time. Should any additional relevant clinical information be provided, this complaint would be re-assessed. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.internal complaint reference number: (B)(4).